Manufacturer narrative:
Concomitant medical devices: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient saw dashes on the programmer screen and did not know what they meant. Since the patient had surgery in (B)(6) 2015, the patient had difficulty turning the device on or off. The patient could not turn the stimulation on and off. The rep interrogated and ran impedances and found everything was fine and working. Technical services reviewed the patient likely had scheduled therapy. If the patient overrides scheduled therapy they would get dashes at the bottom of the therapy screen. It was reviewed this was not indicative of a problem. Relevant medical history included reflex sympathetic dystrophy syndrome, causalgia complex regional pain syndrome and spinal pain.